Manufacturer narrative:
Continuation of medical devices: product ID 8840, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (1000 mcg/ml at 70.3 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient¿s pump had been implanted in the morning ((B)(6) 2018) and after that the patient called stating she was hearing her pump alarm. The reporter was not with the patient at the time of the call, but had a report indicating ¿current pump settings (B)(6) 2018; the pump is in shelf state; and pump has pending alarm¿. The plan was to interrogate the pump, read the logs, and call back for further troubleshooting steps. No patient symptoms were mentioned. No further complications have been reported as a result of this event. On (B)(6) 2018, information was received from two reps. Information reported logs showed a motor stall occurred on (B)(6) 2018 and a motor stall recovery occurred on (B)(6) 2018. The second rep also reported motor stalls occurred on (B)(6) 2018 with another motor stall recovery occurring on (B)(6) 2018. The pump alarm was silenced. The first rep stated the patient's previous pump was replaced due to normal early replacement indicator (eri) battery depletion. The rep stated that when they interrogated the pump, they did not see a pending alarm attention dialogue (8870 version aau-01). The patient was not having any therapy issues at this time. The second rep indicated that the cause of the pending alarm was not determined. The pump remains implanted and the office has been contacted, but they were still waiting to discuss with the implanting physician.